Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message upon power up. The message was unable to be cleared by powering the device off and on. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 04/22/2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows that the front enclosure and the bottom enclosure were cracked. The physical damages found during visual inspection are not related to the reported event of a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message. The damages appear to have been caused by normal wear and tear (autopulse manufactured in july of 2007). A review of the archive was performed and the reported complaint of the platform displaying a ua 7 message was confirmed. The archive data shows that no sessions occurred on the reported event date of (B)(6) 2014. However, the archive shows that multiple ua 7 messages occurred on (B)(6) 2014, rather than on the reported event date. Functional testing was performed and the reported issue of ua7 message was verified. Upon power up of the platform, a ua7 message was observed. It was found that one of the load cells was not functioning. Based on the investigation, the parts that were identified for replacement are the front enclosure, bottom enclosure and the load cell. In summary, the reported complaint of a ua 7 message was confirmed based on the archive review and during functional testing. The fault was found to be due to the non-functioning load cell. The physical damages found during visual inspection are unrelated to the reported complaint. Upon replacement of the damaged parts and the load cell, the platform passed all testing criteria.